Manufacturer narrative:
Implant date and explant date are not applicable since the product was never placed and not removed. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Re-evaluation for reportability concludes that this event is not likely to cause or contribute to death, serious injury, or serious deterioration in health. Therefore, this complaint is non-reportable to the FDA. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type.